Event description:
It was reported that the customer had a stripped battery cap and was unable to remove it. Customer was hospitalized due to not being able to remove the battery cap. Customer has a high blood glucose level of 467 mg/dl. Caller mentioned that she was able to remove the battery but needs a replacement. Customer was treated at the hospital. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.